Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair engineer noted the nozzle was clogged by foreign materials (it is kind of mucus solid) which cannot be removed. The angulation was found insufficient and was adjusted. In addition, the fe (forceps elevator ) was found to be leaking. Evaluation findings confirmed the customer reported issue as clogged nozzle with foreign material observed and device angulation insufficient noted during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device was found with reduced angle and clogged nozzle. The issue occurred during reprocessing. The subject device was replaced . The facility completed the intended procedure (gastroscopy) with another similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Updated fields: b5 (added clarification that procedure was diagnostic) and e2 this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. However, it is likely that the failure occurred because the reprocessing after previous procedure was incorrect, and foreign material like body fluids adhered and clogged in nozzle as the material may have been mucous. This issue is addressed in the instructions for use (IFU). There was a possibility that the user could decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement. Reprocessing manual_ precleaning the endoscope and accessories: ¿warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ cleaning, disinfection, and sterilization procedures_ manual cleaning: ¿clean the external surface_ *immerse the endoscope in the detergent solution. *with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned - flush the air/water channel with detergent solution - remove detergent solution from all channels.¿ presoaking the endoscope: ¿if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ the IFU for the device: ¿preclean device immediately after procedure. Otherwise, organic tissue from patients possibly adheres and cannot be removed by reprocessing. - remove clogging by feeding water into a/w channel in precleaning. - clean external surface of device with clean gauze/sponge, taking care not to remain foreign material in a/ nozzle opening.¿ - method of feeding / rinsing detergent of a/w channel - soak device in detergent before manual cleaning if the device had heavy stain or if the device could not be cleaned immediately after each procedure.¿ olympus will continue to monitor the field performance of this device.

Event description:
The procedure was diagnostic.